Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Microscopic examination and tactile inspection revealed numerous kinks and flattened areas throughout the shaft. Microscopic examination revealed a partial separation at the collar/proximal area. As the promus premier used in the procedure was not returned for analysis, a promus element plus sds was used for functional testing. The promus element plus was advanced through the collar and advanced through the shaft with slight resistance, due to the partial separation of the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jan-2016. The same case as MDR tw # 2134265-2015-08670. It was reported that resistance in the lumen occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx) artery. A 20x3.00mm promus element ¿ stent was advanced inside the guidezilla¿ guide extension catheter; however, resistance was encountered in the lumen and it could not cross the lesion. The stent delivery system (sds) was removed from the patient and it was noted that the distal part of the stent was found lifted. The physician considered that the issue could be caused by the resistance inside the guidezilla¿ guide extension catheter. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good. However, it was reported after product analysis that a partial separation at the collar/proximal area was observed in the device.